Event description:
It was reported that the programmer would not boot up, that its screen was just bright. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not boot up, it powered up with a gray screen for over half an hour and then booted to a 2188065 error. The hard drive was reconfigured and the software reloaded. Analysis also found that the tab on the power cord bay door was broken and the bay was replaced. Product ID 229047 software analyzer. (B)(4).